Event description:
It was reported that there was an atrial lead warning with polarity change. High impedance paces were also noted. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.